Manufacturer narrative:
The device was not returned for evaluation. However, procedure planning form was provided from clinical assessment by a clinical representative, with the following impression: the direct cause of the type iii endoleak could not be determined from the information provided. The lot met all release criteria with no nonconforming material records. The lot usage history shows that no other units from this lot have been involved in any similar complaint at this time. Based on the review of the available information, a root cause is unable to be determined; however, there is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that approximately 20 months post-implant of a bifurcated device and suprarenal aortic extension, a follow-up computed tomography scan identified a type iii endoleak between the aortic extension and the bifurcated device. Reportedly, the pt was treated with two infrarenal aortic extensions, which successfully corrected the endoleak. It was reported that the pt tolerated the procedure well.